Event description:
It was reported that a patient could not feel magnet stimulation. The provider disabled the device and re-enabled it to see if the patient could notice a difference and this did not affect the inability to perceive stimulation. Follow-up from the company representative who attended the patient¿s next clinic visit provided that when they attempted to run a diagnostics test, the output current delivered was low, even though the impedance was within normal limits. The patient could feel the normal mode stimulations, but not the magnet mode. He said he performed a reset of the generator and he did not see the low output message anymore. However, he attempted to run magnet diagnostics and received a warning message that the magnet was not sensed. He attempted this several times using two different magnets, and one was new, but it still did not register the magnet swipe. He said the patient was very small and the generator was palpable, so he was confident the magnet was passing over the generator. He tried swiping it dozens of times successively as well. The session was then ended and the device was re-interrogated and systems diagnostics were performed. It was stated everything was normal. Additional attempts were made for magnet diagnostics, and they were unsuccessful as well. The magnet stimulations and inhibitions counter on the programmer were both zero. The patient was evaluated for generator replacement surgery due to the magnet mode malfunctioning. The downloaded programming system data was reviewed and confirmed the reported information that no magnet swipes have been registered for this device since implant. Additionally, although the user attempted to perform a reset, no resets were logged. Low current was reported when diagnostics were attempted, likely due to failed magnet diagnostics. Generator replacement surgery occurred. The explanted devices were received for analysis, which is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Review of the manufacturing records confirmed the device met specification prior to distribution with no non-conformances noted. Review of the electrical testing showed magnet detections met specifications. Analysis was completed for the returned generator. The report that the magnet does not initiate or inhibit stimulation was duplicated in the analysis. Electrical testing and bench testing verified that the reed switch was not closing. Electrical test of the reed switch on the reed switch tester confirmed that the reed switch would not close. The reed switch will be sent to the vendor for further analysis.

Event description:
Internal investigation identified that the likely cause of the stuck open reed switch was may have been mechanical trauma that affected the spacing of the blades comprising the reed switch.

Event description:
The device was sent to a vendor and product analysis was completed by the vendor. Product analysis results from the vendor were inconclusive. The vendor reported erratic results in their electrical testing and were unable to make an assessment of performance in the as-received state. This erratic result was attributed as most likely due to effects of the soldering process, as remaining solder prevented consistent electrical contact in their test system. Similar events have been observed on legacy models and attributed as most likely due to mechanical trauma to the device. Given the mechanical similarities in the m1000 reed switch to the reed switch used on legacy devices the root cause is likely of similar mechanism.